Event description:
It was reported that the patient had four contacts left in the neck after an explant procedure (MFR 3006630150-2021-01679). The remaining contacts were completely removed, and patient was doing well postoperatively. The explanted lead will not be returned per hospital policy.